Event description:
Surgeon removed 4 level mountaineer construct due to post-op pain related to a fractured implant. Top screw (12mm favored angle screw) shaft broke in half. Doctor initially implanted this construct four years ago. Patient appeared to be fused from c4 to c7. As surgical intervention occurred, an MDR is filed to document this event.

Manufacturer narrative:
Images confirm breakage of the screw in vivo. Screw broke approx half way down the screw shank. Screw was retained by the hospital and not returned to depuy for evaluation. Lot number is unknown. No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. Based on the fact that the patient is fused and the device in vivo for 4-years this was likely related to cyclic loading over time.